Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure preformed: laparoscopic nephrectomy. Event description: this is a complaint from the hospital. The cannula was damaged while manipulating forceps or similar instruments. 5 mm forceps and 10 mm retracting forceps were used. They have also recovered the damaged parts and would like you to compare them with the damaged sections to verify their condition. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Intervention: replaced with a hospital inventory, and the procedure was completed. Patient status: no patient injury or illness associated with this event.